Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on october 31, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2022. During the procedure, the axios device was attempted to be inserted into the scope; however, the axios device could not advance through the elevator of the scope. The device was removed and it was noted that the tip of the device was broken. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Blocks b5 has been updated with the additional information received on november 28, 2022, and november 29, 2022. Block h6: medical device problem code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation on october 31, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2022. During the procedure, the axios device was attempted to be inserted into the scope; however, the axios device could not advance through the elevator of the scope. The device was removed, and it was noted that the tip of the device was broken. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on november 28, 2022, and november 29, 2022: it was reported that the second flange could not be deployed.